Event description:
It was reported that the device was implanted less than four years and was at eri (elective replacement indicator). The device was removed and replaced. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed normal battery depletion and the device meets 80% of expected longevity.